Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings:visual inspection found no visible moisture in the display lens. The pump powered on with normal contrast to the display screen. Leak testing revealed a display lens leak. The pump cover was removed, and there was evidence of moisture found on the pump¿s motor connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.